Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced right leg pain following a trial procedure. The physician explanted the leads and sent the patient to the hospital. Apparently, the lead explant did not resolve the leg pain. The physician suspected a possible csf leak, however no headache was reported. No additional information available at this time. The patient received 2 scs trial leads from a same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the csf leak was resolved with blood patch. Also, leg pain was resolved with the pain medication.